Event description:
Event description guidant received information that this ventricular implantable lead exhibited noise on the rate/sense channel that was oversensed and resulted in non-sustained episodes, pacing inhibition and an inappropriate shock. The noise could be recreated with deep breathing. Additionally, this lead exhibited greatly decreased r wave measurements. All other lead measurements were good and stable.